Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, nodules, swelling, tyndall effect, palpable product, visible product, visible elevation and excessive volume are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, edema, overdose, skin irritation and skin discoloration: 6. Adverse events a. Us pivotal study of juvéderm vollure¿ xc the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. In general, aes at the nlfs were mild or moderate in severity for both products, with 49.1% (27/55) mild and 29.1% (16/55) moderate for juvéderm vollure¿ xc. Some aes at the nlfs were severe (21.8%, 12/55). The majority of the aes at the nlfs required no action to be taken (94.5%, 52/55) and resolved without sequelae (98.2%, 54/55). Aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. Three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae. All asymmetry corrections (if needed) and repeat treatments were performed with juvéderm vollure¿ xc. In general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling. A majority of the aes after asymmetry correction/repeat treatment in nlfs originally treated with juvéderm vollure¿ xc were mild (20.0%, 4/20) or moderate (45.0%, 9/20) in severity, required no action to be taken (100%, 20/20), and resolved without sequelae (65.0%, 13/20). Some aes after asymmetry correction/repeat treatment were severe (35.0%, 7/20). After asymmetry correction/repeat treatment, seven aes were ongoing at the end of the study and included injection site induration, mass, swelling, bruising, and discoloration. These aes did not require treatment. 8. Instructions for use b. Health care professional instructions 8. The injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration. 12. Correct to 100% of the desired volume effect. Do not overcorrect. The degree and duration of the correction depend on the character of the defect treated, the tissue stress at the implant site, the depth of the implant in the tissue, and the injection volume and technique. Markedly indurated defects may be difficult to correct.

Event description:
Patient reported being injected with 5cc of juvéderm vollure¿ xc in the medial cheeks extending to the left upper lip and bilaterally in the marionette lines as well as 1.5cc of juvéderm volbella® xc in the upper and lower lip by an allergan nurse trainer. The patient then immediately developed multiple issues that include palpable product, visible product, visible elevation and a tyndell effect in the cheeks and lips from the injection with juvéderm vollure¿ xc. The patient was treated with hylenex in cheeks, upper lip and soft tissue medial to the left nasolabial fold by another physician but the product would not dissolve. The patient commented that there was "an excessive volume injected" which necessitated the initial treatment with hylenex for the visible and palpable product in the medial cheek. A week and a half later, the patient also developed a nodule on the left cheek and left lower lip. Six days later, the patient was treated with hylenex to the marionette lines, cheeks and nodules in the left cheek and lip to dissolve the remainder of product but there was unsuccessful total resolution. On the next day, the patient developed additional nodules and swelling on the upper lip which was treated with hylenex the same day. Symptoms are ongoing. Patient was concomitantly taking cholesterol medicine. This is the same event and the same patient reported under MDR ID #3005113652-2017-00620 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm vollure¿ xc.